Manufacturer narrative:
Unit had missing segment due to cracked zebra connector. Unable to perform displacement test. Unit had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, broken reservoir tube lip and missing end cap sticker.

Event description:
It was reported that the customer's insulin pump had a cracked screen and that there was a line going through the center of the screen. The customer stated that the damage to the insulin pump had occurred over three years. The customer's blood glucose was 160 mg/dl. Troubleshooting was done. The customer stated that there were also cracks at the corners of the insulin pump. The customer was unaware of how the damage occurred. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.